Event description:
During treatment the venous line "disconnected" from the pt's catheter. The ebl is 1500cc's. The pt was hosptialized but a transfuison was not required. The sample is not available for evaluation. In a later conversation held with the reporter she stated that they do not use the hemo safe clips on these connections.